Event description:
It was reported that during reprocessing, the endoscope reprocessor tested positive for microbiological contamination on three separate occasions. In the first sampling, an unspecified amount of mycobacterium fortuitum gram negative rod (gnr) (environmental bacteria) were detected in all channels. The second sampling also tested positive for an unspecified amount of mycobacterium fortuitum in all channels. In the final sampling, an unspecified amount of acid-fast bacteria gnr (environmental bacteria) was found in all channels. The user did not report any contamination or serious deterioration in the health of any person that could be linked to this medical device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, a root cause could not be determined. Olympus will continue to monitor field performance for this device.